Manufacturer narrative:
This report is submitted on june 24, 2024.

Event description:
Per the clinic, the device was explanted on april 22, 2024, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.